Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of power supply pc board. The unit was calibrated and safety tested to factory specifications.